Event description:
It is reported that the patient was revised due to loosening of the femoral component, a worn patella, and worn polyethylene liner.

Manufacturer narrative:
Evaluation summary: review of primary surgical report provided did not reveal indications that the recommended surgical technique was not followed. Revision surgical report stated that the articular surface had significant pitting and wear, the femoral component was loose with minimal to no bone loss, and the patella component had significant wear but was well fixed. No x-rays were received, so no check could be made for correct fit and orientation as per the surgical technique. Patient factors that may affect the performance of the components such as activity level or type of activity (low impact vs. High impact) are unknown. A definitive root cause cannot be determined with the information provided. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated.